Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hemiplegia [hemiplegia], cerebral infarction [cerebral infarction], high blood glucose. [Blood glucose increased], the pen could not inject the medication [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "hemiplegia (hemiplegia)" with an unspecified onset date, "cerebral infarction (cerebral infarction)" with an unspecified onset date, "high blood glucose (blood glucose increased)" with an unspecified onset date, "the pen could not inject the medication(device failure)" with an unspecified onset date, and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", the patient's height, weight and body mass index were not reported. Medical history was not provided. Since an unknown date the novopen 4 could not inject the medication. On an unknown date he issue caused extremely high blood glucose (blood glucose), which was 23-26 mmol/l. On an unknown date hemiplegia occurred because of the high blood glucose. Cerebral infarction was very severe. The patient had received infusion for several days. On an unknown date it was suspected that the patient was hospitalized (details not reported) due to the same. Batch numbers: novopen 4: xug0336. Action taken to novopen 4 was not reported. The outcome for the event "hemiplegia (hemiplegia)" was unknown. The outcome for the event "cerebral infarction (cerebral infarction)" was unknown. The outcome for the event "high blood glucose (blood glucose increased)" was unknown. The outcome for the event "the pen could not inject the medication (device failure)" was unknown. Preliminary manufacturer's comment: 11-sep-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached.

Event description:
Case description: investigation: name: novopen 4, batch number: xug0336. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission, this case has been updated with the following investigation result added, imdrf code added, relevant fields updated in EU/ca tab, narrative updated accordingly. Final manufacturer's comment: 29-oct-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary: name: novopen 4, batch number: xug0336. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.